Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station needed to be set up in profile mode. A technical support specialist (tss) informed the customer that, according to knowledge article, request to change station to or from profile mode customer support center (csc) agents were not authorized to activate or deactivate profile mode on any medstations and that all profile mode changes had to be initiated by the account executive (ae), with final adjustments completed by dispensing professional services (dps) after contractual coverage was confirmed. Tss escalated the request to the ae, and upon follow-up, the station was found to be correctly set to profile mode. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device needed to setup as profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.